Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate auto mode switching due to far-field r-wave oversensing was observed on stored egms. Patient was asymptomatic. Device will be re-programmed and the patient will continue to be monitored.